Event description:
Customer reportedly obtained results of 372 mg/dl, 223 mg/dl, 199 mg/dl, and 137 mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. No quality controls used. Requested return of suspect system and replacement was sent.